Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of dissection as listed in the coronary dilatation catheter, trek rx and mini trek rx, global, instructions for use (IFU) is a known patient effect that may be associated with use of a coronary catheter in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported physical resistance appears to be related to circumstances of the procedure. The reported patient effect is a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. At this time the patient was taken for coronary artery bypass graft. The patient is doing well. No additional information was provided. The rx vision 2.75 x 18 mm and rx mini vision 2.5 x 15 mm stents mentioned are being filed under separate manufacturer report numbers. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified mid left anterior descending (lad) artery that was 90% stenosed and moderately thrombotic. The right coronary artery was 100% stenosed and the distal left main and circumflex were 40% stenosed. There was difficulty advancing a balance middleweight (bmw) guide wire. A 3.0 x 12 mm trek balloon catheter was advanced for pre-dilatation when there was some resistance with the anatomy; however, the catheter did cross. Pre-dilatation was performed when a dissection occurred distal to the stenosis. A 3.0 x 28 mm vision stent could not cross through the stenosis to treat the dissection. It was implanted in the mid lad. A 2.5 x 15 mm vision could not cross through the previously placed vision and the stent dislodged inside the 3.0 x 28 mm vision. There was no attempt to remove it. During removal of the stent delivery system, the shaft, outside the anatomy separated. The separated portion was easily removed. A dissection occurred in the proximal lad. There was slow flow in the lad, circumflex and left main arteries and the patient had chest pain. The lad was rewired and a 3.0 x 15 mm vision was deployed to treat the dissection and good flow was reestablished. An attempt was made to cross with a 2.75 x 18 mm vision but it caught in the previously placed stent and there was resistance removing the device from the anatomy. A 3.5 x 18 mm vision stent delivery system could not cross through the left main to the lad and was removed without issue. The circumflex was wired and a 2.5 x 12 mm vision could not cross through a previously placed stent in the circumflex and was removed without issue.